Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the therapy electrodes. Patient described the rash as red and itchy. Patient thinks the rash is due to an allergic reaction to the mesh on garment. There was no alleged device malfunction contributing to the irritation. Patient reported that a skin specialist prescribed an antibiotic. Follow up indicated that the medication is helping with the skin irritation.